Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation, the iol optic was observed to be damaged. The rayone trifocal rao603f was explanted and exchanged during the original surgery session. Explantation of the lens is reported to have caused an iris haemorrhage which necessitated additional medical intervention. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identiifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone trifocal rao603f batch 073218810 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 073218810. There is insufficient evidence and information available in this case to establish the cause of the lens optic damage post implantation.

Event description:
On 20th february 2024, rayner received notification from its distributor in the philippines of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that immediately following iol implantation, the optic was observed to be damaged necessitating explantation and exchange.